Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the battery level intermittently jumps low to high voltage readings.